Event description:
A tandem mobi cartridge alarm was reported, causing the customer's blood glucose level to rise to 458 mg/dl. The customer experienced a significant impact and had to go to the hospital to receive intravenous saline fluids. After the issue was confirmed during the load process of the tandem mobi mobile app, the customer was instructed to remove the cartridge and attempt a bolus, which was unsuccessful due to recurring alarms. Technical support decided to replace both the pump and the original cartridge.